Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the battery compartment was found to be chipped, cracked between the bumper pad on the top and was also cracked near the lower right corner and near the upper right corner of the display. The battery cap threads were also stripped. A test cap was used for testing purposes. Unrelated to the complaint, the text on display screen was found to be dim and pink. Also unrelated to the complaint, the ok button was found to be cut and torn. The contrast keypad button was unresponsive and the up arrow button was found to be intermittently responsive. The keypad cover was removed and contamination was found under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).